Manufacturer narrative:
Review by engineering team states that this malfunction will not interrupt mechanical ventilation. This was not a reportable malfunction. Review by engineering team states that this malfunction will not interrupt mechanical ventilation. This was not a reportable malfunction.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier board was ordered for replacement resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the system was rebooting continuously which results in the loss of mechanical ventilation. There was no report of patient involvement.